Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient claimed the alleged issue began sometime at the end of september while staying with friends. The patient stated he manages his diabetes with 23u of lantus insulin in the mornings and novolog insulin on a sliding scale based on carbohydrate intake. The patient stated he tested on the subject meter before going to bed at an unknown time and reported a value of '180 mg/dl' which was reportedly higher than usual. The patient stated he administered 5u of novolog and went to sleep. The patient stated he woke up at approximately 1:00am "feeling disoriented and was stumbling around." His friend assisted him with performing a blood test on the subject meter and he reportedly received a reading of "31mg/dl." The patient stated that his friend treated him with 2 tablespoons of sugar which did not bring his blood glucose up fast enough. He then administered more sugar mixed in warm water at an unknown time and approximately 2-3 hours later he stated he checked his blood glucose on the subject meter and it was up to "600mg/dl." The patient stated he administered 10 units of novolog insulin to bring his blood glucose back down and went back to sleep. The patient reported the following day, he went to the hospital for a pre-operation visit for a hip replacement to be done the next day. He reported he had symptoms of 'blurry vision' prior to going to the hospital which he associates with a high and sometimes low blood glucose but could not recall what his blood glucose result was when he tested in the morning. The patient claimed he was tested on the hospital meter at an unknown time and reported a blood glucose value of '132 mg/dl' and the nurse tested him on the subject meter within 30 minutes and reported a value of "280mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The nurse reportedly performed a control solution test on the subject meter and the patient advised the mss that the nurse "couldn't get it to calibrate." The patient denied receiving any treatment at that time. At the time of troubleshooting, the cca noted that the subject meter was in the correct unit of measure, the test strips were unexpired, stored correctly and in good condition. An approved sample site was used to obtain the result(s) from the subject meter. A quality control solution test was reportedly performed at the hospital but the result was not known. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on 11/23/2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.